Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing broken piece stuck in head of handpiece. There was no patient impact.

Manufacturer narrative:
H3: only a portion of the inner assembly was returned in a small resealable bag. Upon return, the inner shaft was broken and there were traces of tool marks on the broken shaft. The traces of black residue were observed on the bushing. It was also observed that the distal end (outside diameter) of the inner hub was deformed. The distal end (outside diameter) of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.363 inches in deformed area which was out of specification. The functional testing could not be performed due to damaged condition of the device upon return. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g04041 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.